Event description:
The ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The defective part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed.